Manufacturer narrative:
A total of three valves were placed in the patient (two svs-v7 and one svs-v9) for a total of three events reported for the same patient procedure.

Event description:
Two svs-v7 valves and one svs-v9 valve were placed on (B)(6) 2020 in the left upper lobe. Segments treated included: apicoposterior, anterior and lingula. No pre-procedure complications were noted. Procedural complications included difficulty manipulating the catheter into the apicoposterior subsegment. Mucosal penetration likely due to the deployment catheter when placing the apicoposterior valve resulted in immediate post-procedure left pneumothorax. There was no evidence of valve malfunction. By post procedure day three hospitalization, the left pneumothorax had significantly improved, if not resolved. However, patient had mucous plug of left lower lobe resulting in one lung ventilation which caused worsening respiratory failure requiring intubation. Post intubation, bronchoscopy was performed demonstrating mucous plug and good position of the endobronchial valves. Mucous plug was cleared, but patient had severe bronchospasm. It is believed that during bag mouth ventilation patient developed a right sided pneumothorax. The procedural complication is believed to have contributed to patient death.